Manufacturer narrative:
Product event summary : initially, the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. The device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance steady at approximately 475 ohms through week of (B)(4) 2015, rises out of range (> 3000 ohms) starting week of (B)(4) 2015. Atrial bipolar lead impedance warning occurred (B)(4) 2015. Lead impedance returned to baseline after warning. Subsequently, the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. (B)(4).

Event description:
It was later reported that during follow-up by the clinic, the ra lead had non-physiologic intervals and was explanted and replaced. It was also reported that during the lead replacement procedure, the physician was unable to re-engage the device set screw to re-connect the right ventricular lead; it was noted the set screw was not engaged in the threads. The device was explanted and replaced. It was later reported that the ra lead had one high pacing impedance measurement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance steady at approximately 475 ohms through week of (B)(6) 2015, rises out of range (> 3000 ohms) starting week of (B)(6) 2015. Atrial bipolar lead impedance warning occurred (B)(6) 2015. Lead impedance returned to baseline after warning. (B)(4).

Event description:
It was reported that impedance values for the right atrial (ra) lead have increased significantly. The physician suspected a possible fracture, and a lead replacement procedure has been scheduled. The ra lead was programmed off, and remains in the patient. No patient complications have been reported as a result of this event.